Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a monitoring voltage of 2.58v, charge times of 20 seconds, and had reached the elective replacement indicator (eri). It was reported that the patient is very sick and receives shocks almost weekly for ventricular fibrillation that is hard to control. There was inquiry if the device could still deliver shocks. This device is included in the mid-life display of replacement indicators advisory.

Manufacturer narrative:
Technical services discussed the situation. Information suggests this device remains in-service. Should additional information become available, this event will be updated.